Event description:
It was reported that "the pt was doing fine after his surgery on (B)(6) 2012. Developed leg pain then a xray revealed a broken screw at s1 on the right side of the construct l4-s1. On (B)(6) 2012 the doctor planned to revise the construct and put in pelvic screws bilaterally. At this time both s1 screws were noticed to be broken the surgeon decided to leave the bottom part of the s1 screw in the pt. He revised the l4- screw that seemed to be loose and then finished the construct and closed."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval. Another identical xia 3 titanium polyaxial screw dia 6.5 x 50 mm screw with the same cat #482316550 and batch #b14731 also mfg in a similar manner. If the results of the engineering analysis reveal any product issue, a separate report will be filed at that time for this screw.